Manufacturer narrative:
If implanted; give date: lens was not implanted. If explanted; give date: lens was not implanted, therefore not explanted. Phone: (B)(6). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported issues with a dib00. It was stated that there was a defect on lens, optics were in non-optimal state. No contact with patient's eye. The issue was noticed during implantation/application. No other information was provided.

Manufacturer narrative:
Device evaluation: material was not received. Therefore, the sample evaluation could not be performed, and the reported issue could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that one additional complaint has been received for this production order. The complaint was not confirmed as manufacturing problem. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.